Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion. It was noted the implant procedure was accompanied by an unrelated transesophageal echocardiogram. Pericardiocentesis was performed. The leadless ipg was successfully implanted and remains in use. No further patient complications have been reported as a result of this event.